Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of internal and external leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, white residue was found in the air water channel. There was no patient involvement.